Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: batch record review: the lot 2e02037 was manufactured on 12 may 2022, doyen b manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 07 aug 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704770 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based on the investigation findings, process observation, machine verifications, tests and interviews, the investigation concluded that the open seal is related with the following: symptom: open seal 1w: part of the chevron corner without sealing 2w: heat transfer not completed. 3w: due to machine problems, the sealing process of the machine was stopped before the process was completed due to machine problems. 4w: the units in the sealing process were discarded and due to rejection sensor opportunities were mixed with compliant units 5w: the discarded units were taken from the reject bin. I. Method method to segregate defective units generated after a line stop is not established. (Accepted). Procedure instruction (pi) -empaque automático (automatic packaging) chevron sleeve doyen b, was revised and an opportunity was found regarding to the standardization of the segregated perform by the operators, since the steps are too general or not specific. Ii. Manpower: after the interviews with the line personnel, it was confirmed that the manufacturing personnel on doyen b line have different concepts of how to proceed with units that have been discarded by the rejection systems, since in the process instruction (pi), currently the steps are not specific. A corrective action / preventive actions (CAPA) plan was generated to take the appropriate actions. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported that there was a cut and shorter package with opened seal. The package was not sealed correctly. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Batch record review: the lot 2e02037 was manufactured on 05/12/2022, doyen b manufacturing line, with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 08/07/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1704770 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based on the investigation findings, process observation, machine verifications, tests and interviews, the investigation concluded that the open seal is related with the following: symptom: open seal 1w: part of the chevron corner without sealing. 2w: heat transfer not completed. 3w: due to machine problems, the sealing process of the machine was stopped before the process was completed due to machine problems. 4w: the units in the sealing process were discarded and due to rejection sensor opportunities were mixed with compliant units. 5w: the discarded units were taken from the reject bin. I. Method: method to segregate defective units generated after a line stop is not established. (Accepted). Pi31-145 ver. 13.0 -empaque automático chevron sleeve doyen b, was revised and an opportunity was found regarding to the standardization of the segregated perform by the operators, since the steps are too general or not specific. Ii. Manpower: after the interviews with the line personnel, it was confirmed that the manufacturing personnel on doyen b line have different concepts of how to proceed with units that have been discarded by the rejection systems, since in the pi31-145 ver. 13.0 the currently the steps are not specific. A CAPA plan (B)(4) was generated to take the appropriate actions. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.